Manufacturer narrative:
Results, conclusion: the actual device used in the case was evaluated. Visual examination of the returned guide wire revealed that the guide wire is stretched from the proximal bond in a distal direction. The core wire is fractured just proximal to the distal bond joint and approx 4 cm of the distal end of the guide wire ribbon and tip are separated and were not returned. There is no indication that this is a mfg issue. The reported event indicates that the guide wire became stuck in the lead and were removed together from the pt. A review of the device history record did not detect any deficiencies in the mfg process. The event has been confirmed for guide wire damaged/unraveled.

Event description:
Medtronic was made aware via a medwatch report from the FDA on (B)(4) 2011. The user report number is (B)(4). It has been reported to us that the guide wire became lodged inside the lead and unraveled. The pt was taken to the electrophysiology lab for placement of an implantable cardioverter-defibrillator with leads. Intraprocedure, the physician was able to get the lead over the guide wire, but while trying to retract the wire, it became stuck within the lead and unraveled. This wire and lead was removed. The physician went in a second time with another lead and used a whisper guide wire. The lead was positioned, but in trying to retract the guide wire the distal 5 cm of the whisper wire sheared off and stayed in the vein. The guide wire will be returned for eval.